Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Should the information be provided later, a supplemental medwatch will be sent. Anti-backup and ratchet pawl the analysis results found that the el5ml device was received in good visual condition. Upon cycling, the instrument was noted to be empty with the lockout mechanism non-functional; in addition, the anti-backup feature was evaluated and did not work as intended. In order to evaluate the device¿s internal components the instrument was disassembled. Upon disassembling of the device, the ratchet pawl was found to be out of position; this condition led to the failure of the anti-backup and lockout mechanisms.

Event description:
It was reported that during a lap cholecystectomy, there was no clicking sound that would be heard when the device was fired. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was received in good visual condition. Upon cycling, the instrument was noted to be empty with the lockout mechanism non-functional; in addition, the anti-backup feature was evaluated and did not work as intended. In order to evaluate the device¿s internal components the instrument was disassembled. Upon disassembling of the device, the ratchet pawl was found to be out of position; this condition led to the failure of the anti-backup and lockout mechanisms. In addition, the missing clicking sound is related to the ratchet pawl being out of position.